Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery in (B)(6) 2015 during which the surgeon noted attempted to remove the mesh completely except for a portion of the mesh that had possibly eroded into the patient¿s right vas deferens. It was reported that the patient experienced burning sensation and chronic, excruciating pain in his right groin, leading to permanent damage in his right testicle. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 02/16/2021.